Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-23. H6: investigation summary one sample was received for quality investigation. The customer complaint of flow-issues, backflow was verified by testing. Upon testing, the secondary set 72213n was connected to the suspected infusion set 2426-0007. Backflow could be seen past the check valve of the infusion set 2426-0007. There were no issues of leakage, air-in-line, occlusion or backflow on the concomitant secondary set model 72213n. A device history record review could not be performed on model 2426-0007 because a lot number was not provided by the customer. A root cause was not established on the secondary set due to no issues being found with the secondary set. H3 other text : see h10.

Event description:
It was reported that as lvp 20d 3ss cv had backflow issues. The following information was provided by the initial reporter: it was reported by the dchu that there were backflow issues with the reported item.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 3ss cv had backflow issues. The following information was provided by the initial reporter: it was reported by the dchu that there were backflow issues with the reported item.